Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy, the blade tip broke off. The 2nd device had an error code. Another device used to complete the procedure with no pt consequence.